Event description:
The vessel sealer extend instrument was an incidental return included with another return material authorization (RMA). There was no product complaint received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. The probable root cause of the instrument's jaws failed to open was a result of a dislodged grip ring.